Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse into the buttocks (off label use of device), for help filling/smoothing the indentation, in the middle of (B)(6) 2024. Two syringes were used in area per markings and per patient preference. Radiesse was diluted at a 1:1 ratio. The patient denied any recent exposure to being sick/covid. Since the treatment, she also denied any weight gain or loss or any changes. After the radiesse injection, the patient experienced that the area was worsened. The second radiesse injection was planned for (B)(6) 2025, with 2 syringes and with 1:2/1:3 ratio for dilution, to help with smoothing and texture of skin. However, upon assessment and review of pre/post photos, it was seen that the area was worsened. There was no tenderness upon palpating. The outcome of the events was unknown. Follow-up information was received on 25-feb-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The event moved or spread possibly into other surrounding tissue was added. The patients initials, age, date of birth and weight were provided. She was 41 years old the time of the events (weight: 70.31 kg). The patient was injected with 2 syringes of radiesse (+), on (B)(6) 2024. It was placed with retrograde threads via 22g cannula. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). Batch number was reported as a00158040 (expiry date: 24-aug-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00158040 (expiry date: 24-aug-2026). A lot search in the global safety database was conducted. The patient had prior aesthetic treatments and tolerated it well. The patient did not have prior aesthetic treatments in the area treated with radiesse (+). The patient's medical history and concomitant medication were reported as none. It looked as if the product moved or spread possibly into other surrounding tissue making the appearance worse. Corrective treatment was not prescribed, but it was planned to trial radiofrequency (reported as rf) and dilute area with sterile water and cannula to help break up particle. The event was considered to be permanent. On (B)(6) 2025, the patient presented to office for second treatment and reassessment of first treatment. The outcome of the events indentation and worsened remained unchanged. The outcome of the event moved or spread possibly into other surrounding tissue was unknown. The reporter did not feel that the adverse reaction occurred due to the injector error or dilution. Follow-up information was received on 03-apr-2025: radiesse risk file was reviewed (B)(4).

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site indentation was assessed as expected whereas the event of condition aggravated was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the buttocks is no approved indication for radiesse in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-feb-2025: the batch record review for radiesse (+), lot a00158040, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00158040) and no similar events were noted. This case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The event moved or spread possibly into other surrounding tissue was added. This case was assessed by merz north america as serious. The event of injection site indentation and device dislocation were assessed as expected whereas the event of condition aggravated was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the buttocks is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the buttocks is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site indentation, condition aggravated and device dislocation were deemed to meet the serious injury criteria of disability or permanent damage. Merz causality re-assessment after receipt of follow-up information on 03-apr-2025: radiesse risk file was reviewed (B)(4). Review of r130818-s4 revision 04 and r130855-s4 revision 05 risk assessment matrices (ram) confirmed there is a harm present, 'worsening pre-existing condition (major)', that pertains to the reported event of 'condition aggravated'. Specifically, attachment r01 ram hazard ID r130818-1123 and r130855-1344 on the product use tab. Possible hazards, hazardous situations, causes, and the harm currently exist on the ram, but there is no risk line(s) for off-label/misuse or product migration/movement possibly leading to worsening pre-existing condition. Update r01_r130855-s4 radiesse and r01_r130818-s4 radiesse (+) risk assessment matrices product use/misuse tabs to account for worsening of pre-existing condition at minor, moderate, and major levels that could occur due to off-label/misuse and product migration/movement as well as harms adding harms of airway obstruction, deformity/disfigurement, dysphonia, eye disorder, and no harm lack of aesthetic effect regarding product dilution hazardous situation. Probability levels determined using post-market sales data from (B)(6) 2023 to (B)(6) 2025 (i.e., two years), post-market adverse event harm occurrence, risk management plan criteria, and subject matter expertise (sme). Individual risk lines added are acceptable with control measures lowering the risk as far as possible. As such, the overall benefit/risk ratio remains acceptable, as all risks are reduced as far as possible and there are no unacceptable risks. This event will continue to be tracked and trended, and action taken as appropriate. Based on the information provided, this caseremains as reportable to the FDA as the events of injection site indentation, condition aggravated and device dislocation were deemed to meet the serious injury criteria of disability or permanent damage.

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The event of injection site indentation was assessed as expected whereas the event of condition aggravated was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse and possibly related to the treatment with radiesse. Off label use of device was coded only for formal reasons. Injection into the buttocks is no approved indication for radiesse in us. Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 25-feb-2025: the batch record review for radiesse (+), lot: a00158040, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00158040) and no similar events were noted. This case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The event moved or spread possibly into other surrounding tissue was added. This case was assessed by merz north america as serious. The event of injection site indentation and device dislocation were assessed as expected whereas the event of condition aggravated was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the buttocks is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the buttocks is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site indentation, condition aggravated and device dislocation were deemed to meet the serious injury criteria of disability or permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse into the buttocks (off label use of device), for help filling/smoothing the indentation, in the middle on (B)(6) 2024. Two syringes were used in area per markings and per patient preference. Radiesse was diluted at a 1:1 ratio. The patient denied any recent exposure to being sick/covid. Since the treatment, she also denied any weight gain or loss or any changes. After the radiesse injection, the patient experienced that the area was worsened. The second radiesse injection was planned for on (B)(6) 2025, with 2 syringes and with 1:2/1:3 ratio for dilution, to help with smoothing and texture of skin. However, upon assessment and review of pre/post photos, it was seen that the area was worsened. There was no tenderness upon palpating. The outcome of the events was unknown. Follow-up information was received on 25-feb-2025: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse (+). The event moved or spread possibly into other surrounding tissue was added. The patients initials, age, date of birth and weight were provided. She was 41 years old the time of the events (weight: 70.31 kg). The patient was injected with 2 syringes of radiesse (+), on (B)(6) 2024. It was placed with retrograde threads via 22g cannula. Radiesse (+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). Batch number was reported as a00158040 (expiry date: 24-aug-2026). The batch record review was received and the lot number for radiesse (+) was confirmed as a00158040 (expiry date: 24-aug-2026). A lot search in the global safety database was conducted. The patient had prior aesthetic treatments and tolerated it well. The patient did not have prior aesthetic treatments in the area treated with radiesse (+). The patient's medical history and concomitant medication were reported as none. It looked as if the product moved or spread possibly into other surrounding tissue making the appearance worse. Corrective treatment was not prescribed, but it was planned to trial radiofrequency (reported as rf) and dilute area with sterile water and cannula to help break up particle. The event was considered to be permanent. On (B)(6) 2025, the patient presented to office for second treatment and reassessment of first treatment. The outcome of the events indentation and worsened remained unchanged. The outcome of the event moved or spread possibly into other surrounding tissue was unknown. The reporter did not feel that the adverse reaction occurred due to the injector error or dilution.